Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to fracture of the acetabular liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: examination of the returned device confirms the reported implant fracture. An elevated liner was returned and evaluated against the complaint. As returned, the liner is fractured. The liner was fractured along the rim. Two fractured pieces of the liner were also returned. A small amount of damage was observed at the top of the dome of the liner. The fracture surface features suggesting cyclic crack growth as well as monotonic loading that may be caused by the types of loading during removal. Review of the device history records for the liner did not identify any deviations or anomalies related to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.